Event description:
It was reported that the user experienced recurring low glucose events while using the pump and declined additional troubleshooting. The user requested to return the ilet and switch back to a previous pump, with the agent advising discussion with a clinician regarding medical necessity. Symptoms included hypoglycemia reaching 66 mg/dl, requiring treatment with oral glucose. Outcomes included transient health impact without hospitalization. Investigation included case coding and regulatory reporting review. Investigation of this case revealed that the cause of the hypoglycemia was unclear, with no device malfunction identified based on available information. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.